Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). There were no errors reported and quality control (qc) was in range. The ccc requested the customer to repeat their qc. Qc was in range. A siemens headquarter support center (hsc) reviewed instrument data. Hsc found that qc file was acceptable and qc was in range. The customer performed a precision run with acceptable results. No instrument issues were observed in the data. It was discovered that the customer is using a "statspin" and spinning the samples for 5 minutes. "Statspins" are not recommended by the tube vendor. The cause of the discordant, falsely high sodium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were not reported out to the physician(s) because a delta check alerted the operator, indicating results did not match with results previously obtained for the patients. The customer repeated the samples on another dimension exl with lm instrument, resulting lower. The corrected results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium results.